Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that following a car accident on thursday prior to the report, and within 30 minutes, their implantable neurostimulator (ins) was ¿misfiring.¿ they explained that it ramped up so high, and then would dissipate intermittently. The patient noted that the stimulation would go back up so high that their feet and legs were twitching. The change in therapy was considered sudden. The patient turned their ins off after being instructed to do so by their healthcare provider. They mentioned that they turned it back on, and the stimulation was super intense. The patient tried to turn it down, but it was still too much. They then turned the ins back off. The patient was re-directed to follow up with their healthcare provider to have their device checked. No further complications were reported. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. It was reported patient experienced no stimulation or stimulation in the incorrect area when she got into certain position. It was reviewed by healthcare professional (hcp) about this and hcp stated stimulation could increase and decrease if patient shifted. Patient stated she had been on bed rest and in the ER due to an increase in pain and spasms. This all started due to car accident on (B)(6) 2018, hcp gave injection, but they were short acting. Patient stated she couldn't turn stimulation up too much since it caused too much pain and her foot twitches uncontrollably. It was noted patient tried to keep it down low but that didn't mask her pain in lower back to the mid back. Patient services reviewed hot to switched groups on patient programmer and this may not resolve the issue. No further complication and events were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient was in a car accident and complained that stimulation has not been the same since. The device was reprogrammed, and the patient regained proper coverage. The issue was resolved. No further complications were reported.